Manufacturer narrative:
One device was returned for evaluation in used condition without its original packaging. Visual inspection of the device found delamination between the bond of the tubings. It was observed there was a cavity in the bond. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 4 devices underwent leak and pull testing and did not detect any discrepancies. Based on the evidence, the root cause was unable to be determined.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a cadd® administration set was leaking where the tubing connects to the distal end of the cassette. No injury was reported.